Event description:
It was reported the procedure was to treat a lesion in the tibial artery. The 4.0x33mm xience prime stent delivery system (sds) was advanced over the spartacore guide wire to the target lesion and the stent deployed. An attempt was made to remove the sds from the guide wire however it could not be removed. Artery forceps were used in the attempt to remove the sds without success. The guide wire was cut in order to remove the sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The device was returned frozen with the procedural guide wire confirming the reported difficulty to remove from guide wire. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined; however, factors that may contribute to difficulty removing the stent delivery system (sds) over the guide wire include, but are not limited to, procedural contaminant buildup in the guide wire lumen, and/or damage to the guide wire lumen or guide wire. The delivery system was returned with extensive damages including multiple separations and inner member damage. This damage may have occurred during the procedure and contributed to the reported difficulty removing the stent delivery system (sds) from the guide wire; however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device mentioned in b5 will be filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a lesion in the tibial artery. The 4.0x33mm xience prime stent delivery system (sds) was advanced over the spartacore guide wire to the target lesion and the stent deployed. An attempt was made to remove the sds from the guide wire however it could not be removed. Artery forceps were used in the attempt to remove the sds without success. The guide wire was cut in order to remove the sds. There were no adverse patient effects and no clinically significant delay in the procedure.